Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional information: h6: method code 3331 was added due to new information received. H6: method code 4117 was changed to 4114 due to new information received. H6. Results code 3221 was changed to 115 due to new information received. H6. Conclusion code 4315 was changed to 18 due to new information received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention may occur to explant and replace the ipg. The reason for this is unknown.

Manufacturer narrative:
Additional information: patient weight was entered due to new information received. Date of event was estimated, which has been updated. Patient code was entered due to new information received. Device code was entered due to new information received.

Event description:
Additional information received indicates the patient¿s ipg became inoperable due to the patient not following the recharge protocol. As a result, surgical intervention took place on (B)(6) 2020, wherein the ipg was explanted and replaced. Therapy was restored post-operatively.